Event description:
The hospital was notified on (B)(6) 2026 from their olympus rep, that gore has issued a recall of a certain size viable stent of a few lot numbers that had mislabeled boxes. One of the stents listed in this recall was implanted into a patient on (B)(6) 2026. The physician and risk management spoke with the patient regarding this recall and the physician's plan of action due to the incorrect size being implanted. The physician feels that the shorter length of this stent risks dislodgement/migration in the long term. The physician has determined that another stent will be placed inside of the current stent to optimize adequate long-term outcomes as the stent waist would then be appropriately expanded and would minimize risks of the stent to mispositioning.